Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
The investigation was made based on the received information. On-site investigation was performed by the field service engineer. According to the inspection, the on-off switch with cable, battery module, inspiratory flowmeter and the expiratory channel printed circuit board (pcb) were replaced. After the replacement, the ventilator passed the pre-use check and was released for clinical use. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The received tech log shows no indication of a technical malfunction in the system at the time of the event. The test log has not been received and we have therefore not been able to verify the pressure transducer test and flow transducer test failure during pre-use check. The root cause of why the replaced expiratory channel pcb was defective has not been determined by this investigation as it was kept by customer and not returned for further investigation.